Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Implant date estimated. The UDI is unknown because the part and lot number were not provided. The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. It may be possible that anatomical conditions contributed to the difficulty; however, this could not be confirmed. The investigation was unable to determine a cause for the reported difficulty and subsequent patient effect. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that on an unspecified date, the patient underwent a peripheral procedure, with implantation of an unspecified supera stent. On (B)(6) 2018, the patient was re-hospitalized with leg discomfort and peripheral angiography was performed. It was noted that the supera stent had a significant waist. Additional post dilatation was performed and the waist improved some, but still remained. No additional intervention was performed. No additional information was provided.